Manufacturer narrative:
(B)(4).

Event description:
It was reported that post device upgrade procedure, during threshold testing the patient experienced intermittent phrenic nerve stimulation; no intervention was performed at this time. The patient presented in clinic a week later for follow-up experiencing discomfort due to phrenic nerve stimulation. The left ventricular lead was explanted and replaced on (B)(6) 2016. There were no complications to the patient during or post procedure. The patient was doing well post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.